Manufacturer narrative:
Date of event was reported as (B)(6) 2014.

Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) needed to be replaced because it was at end-of-life (eol) due to past overdischarge (od). No eol message was seen because of the past od. No date had been scheduled for the replacement surgery. The indications for use for the implanted device were noted as failed back surgery syndrome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.